Manufacturer narrative:
We have received a portion of the complaint device for evaluation and were able to verify the failure. The "jelly" material was collagen from the graft. This specific graft had excessive collage on the outer and inner surfaces of the graft. The complaint lot history records review did not reveal any discrepancies related to the complaint event during the manufacturing process. The complaint lot passed all required tests. We have also not received any other complaints for devices from this lot. Therefore, it was an isolated incident. However, we made our manufacturing associates aware of this complaint and reviewed the complaint device with the manufacturing supervisor and qc inspectors. Please note that the device remains implanted and did not affect the procedure or it's outcome. In most cases, the excessive collagen is considered as a cosmetic defect.

Event description:
During implantation the physician noticed a "jelly" material stuck to the walls of the graft's leg. It came off when the physician tapered the graft's leg with scissors. The graft was implanted and remains implanted. A small portion of the graft was cut and returned for evaluation. The physician noted that this observation did not affect the outcome of the procedure.